Event description:
It was reported during service at manufacturer facility that o-ring in the lid of the housing is loose and can cause housing to not close properly and expose the non-sterile battery to the sterile surgical field. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
This device is not a repairable device and will not be returned to the user facility.